Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately twenty-one days post filter deployment, patient presented for filter retrieval. Because the ivc filter was positioned in a slightly tilted fashion, the tip of the ivc filter was adherent against the ivc wall. Multiple attempts using a snare were made in an effort to engage the tip of the ivc filter. After approximately one hour, the tip of the filter was unable to be captured. Therefore, ivc filter removal was not successful. A follow up chest x-ray noted the filter had not migrated; however, it was tilted slightly with portions of the filter extending cephalad. Approximately six years nine months post filter retrieval attempt, an abdominal x-ray performed to determine the type of ivc filter for MRI clearance identified an ivc filter at the level of the right l2 pedicle and two thin linear structures just superior to the filter. The report noted a concern of detached filter limbs of the current filter versus the prior filter with a clinical correlation recommended. Later that month, a neurological follow-up note documented the MRI was unable to be performed due to detached filter limbs. After a review of the records received for clinical correlation, the following was identified: it was determined that the patient had only one filter implanted which was unable to be retrieved and the linear structures identified on x-ray were the limbs which bent upwards (superior to the filter) during the unsuccessful filter retrieval procedure. Therefore, the investigation is confirmed for material deformation, retrieval difficulties, filter limb detachment and filter tilt. Per medical records, attempts were made to engage the apex of the filter using snare but were unsuccessful due to filter tilt and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4, h6 (device: 2976) h11: e1 (complainant phone), h6 (patient, method, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts detached. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure and the detached struts retained in the patient. Approximately six years, nine months post filter retrieval attempt, an abdominal x-ray identified an ivc filter at the level of the right l2 pedicle and two thin linear structures just superior to the filter. The report noted a concern of detached filter limbs of the current filter versus the prior filter with clinical correlation recommended. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with a history of emergency craniotomy surgery secondary to blunt trauma developed symptomatic right leg dvt and underwent venous thrombectomy which failed to relieve his symptoms. Because of right leg swelling and pain with ambulation, the patient was scheduled for placement of an ultrasound enhanced thrombolytic catheter with vena cava filter placement prior. The patient was placed in a supine position and the left groin was prepped and draped in sterile fashion. Access was gained into the left common femoral vein and a catheter was placed in the ivc. Venography identified the level of the renal vein and the catheter was exchanged over the guidewire for a deployment sheath. The filter was deployed in an infrarenal position. The sheath was removed, hemostasis was achieved with manual compression, and a dressing was applied. The patient was repositioned prone and the right popliteal was prepped and draped in sterile fashion. Access was gained into the right popliteal using ultrasound visualization. A 6fr sheath was placed and venography performed demonstrated occlusion of the right common femoral vein and the external iliac vein. A guidewire was advanced across the thrombosed segment of the femoral and external iliac vein thrombosis and placed in the inferior vena cava. An ultrasound infusion catheter was positioned in the iliofemoral dvt section and the ultrasonic core was inserted and advanced to the thrombosed segment. The catheter was secured in the usual fashion and tissue plasminogen activator was administered to the affected area through the infusion catheter which was connected to the generator and ultrasound enhanced thrombolysis was initiated. The patient remained intubated, tolerating the procedure well without any complications, and was transferred to the pacu in stable condition and planned repeat venography after 24 hours. Approximately twenty-one days post filter deployment, following completion of anticoagulation course, the patient presented for retrieval of the filter. The right neck and abdomen were prepped sterilely and draped in standard fashion. Abdominal ultrasound was performed to delineate the anatomy of the ivc and no evidence of thrombus was noted in the inferior vena cava. The ivc filter appeared to be in a good position. Ultrasound and micropuncture were used to access the right jugular vein. A guidewire was placed in the jugular vein, followed by a 5fr introducer sheath. The wire was passed into the inferior vena cava just above the ivc filter. Because the ivc filter was positioned in a slightly tilted fashion, the tip of the ivc filter was adherent against the ivc wall. Multiple attempts using a snare were made in an effort to engage the tip of the ivc filter. After approximately one hour, the tip of the filter was unable to be captured. Therefore, ivc filter removal was not successful. A completion venacavogram demonstrated no thrombus in the ivc and filter was in good position. The sheath was removed. Hemostasis was achieved with manual compression. The patient tolerated procedure well, was extubated, and taken to the recovery room in stable condition. A follow up chest x-ray noted the filter had not migrated; however, it was tilted slightly with portions of the filter extending cephalad. Approximately six years nine months post filter retrieval attempt, an abdominal x-ray performed to determine the type of ivc filter for MRI clearance identified an ivc filter at the level of the right l2 pedicle and two thin linear structures just superior to the filter. The report noted a concern of detached filter limbs of the current filter versus the prior filter with a clinical correlation recommended. Later that month, a neurological follow-up note documented the MRI was unable to be performed due to detached filter limbs. The review of symptoms noted the patients migraines were decreased from 2-3 a month to less than one on no medications. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was successfully deployed. Approximately twenty-one days post filter deployment, patient presented for retrieval of the filter. Because the ivc filter was positioned in a slightly tilted fashion, the tip of the ivc filter was adherent against the ivc wall. Multiple attempts using a snare were made in an effort to engage the tip of the ivc filter, however the filter could not be removed. A follow up chest x-ray noted the filter had not migrated; however, it was tilted slightly with portions of the filter extending cephalad. Approximately six years nine months post filter retrieval attempt, an abdominal x-ray identified an ivc filter at the level of the right l2 pedicle and two thin linear structures just superior to the filter. Later that month, a neurological follow-up note documented the MRI was unable to be performed due to detached filter limbs. Based on the provided medical records, the investigation can be confirmed for a tilted filter and difficulties removing the filter. The investigation is inconclusive for the material deformation and detached filter limbs as it cannot be determined from information if both deficiencies occurred with the filter as they appeared similarly on imaging. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported; filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques; filter malposition;l filter tilt. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. There have been reports of complications, including death, associated with the use of vena cava filters in morbidly obese patients. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. Approximately twenty-one days post inferior vena cava filter deployment, the patient presented for retrieval of the filter. The filter was found to be tilted with the apex embedded in the caval wall. Despite multiple attempts with a snare, the filter was unable to be captured for retrieval. A post procedure venacavogram demonstrated a patent ivc with the filter in good position. A follow up chest x-ray demonstrated the filter was tilted slightly with limbs extending cephalad. Approximately six years, nine months post filter retrieval attempt, an abdominal x-ray identified an ivc filter at the level of the right l2 pedicle and two thin linear structures just superior to the filter. The report noted a concern of detached filter limbs of the current filter versus the prior filter with clinical correlation recommended. There was no reported patient injury. No additional medical records were received for this patient.